Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the insulin pump fell causing the reservoir compartment and tube lip to break off and reservoir compartment was being held with tape. Customer's blood glucose was between 120 mg/dl and 160 mg/dl. Customer's blood glucose at the time of call was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube o-ring.